Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the vaccine administration. The following information was provided by the initial reporter: "approximately 10 needles from each box with lot # : refu1984 have not worked properly. We have had several seasoned nurses run into the problem and I was able to witness one of the episodes myself. Once the needle is attached to the vaccine and we try to push the excess air or air bubbles out... There is a strong vacuum- like resistance that will not let you push the air or air bubble out normally. If we do get it to work after several tries and try to give the vaccine; the fluid again will not inject into the patient without force. This is a safety issue to patients and staff."

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the vaccine administration. The following information was provided by the initial reporter: "approximately 10 needles from each box with lot# : refu1984 have not worked properly. We have had several seasoned nurses run into the problem and I was able to witness one of the episodes myself. Once the needle is attached to the vaccine and we try to push the excess air or air bubbles out... There is a strong vacuum- like resistance that will not let you push the air or air bubble out normally. If we do get it to work after several tries and try to give the vaccine; the fluid again will not inject into the patient without force. This is a safety issue to patients and staff."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jan-2023. H6: investigation summary: one hundred nineteen needles received by our quality team for investigation. Three came with no packaging blister nor plastic shield and 116 came in sealed packaging blisters. Upon visual evaluation, no defects or issues observed. Fifty samples chosen randomly for further evaluation. Each sample was connected to a syringe with saline solution, 49 samples expelled the solution with normal flow, one sample was clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the vaccine administration. The following information was provided by the initial reporter: "approximately 10 needles from each box with lot # : refu1984 have not worked properly. We have had several seasoned nurses run into the problem and I was able to witness one of the episodes myself. Once the needle is attached to the vaccine and we try to push the excess air or air bubbles out... There is a strong vacuum- like resistance that will not let you push the air or air bubble out normally. If we do get it to work after several tries and try to give the vaccine; the fluid again will not inject into the patient without force. This is a safety issue to patients and staff."